Event description:
Report alleged blood glucose measured 30mg/dl back to back with a result of 500 mg/dl when testing was performed 5 minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.